Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, internal inspection and multiple 30 joule performance testing without duplicating the report. The device was recertified and returned to the customer. Review of the logs showed multiple occurrences of check pads (patient impedance open) messages; however this does not confirm a device malfunction. The multi-function cable used was not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.